Manufacturer narrative:
(B)(4). A medwatch voluntary report was received from the user facility. No medwatch number noted on this report.

Event description:
The customer alleges that the 20g arrow catheter uncoiled upon removal from the radial artery. The catheter was intact and easily advanced into the artery. No harm to the patient.

Manufacturer narrative:
(B)(4). The customer returned an ra catheterization device consisting of a spring wire guide (swg) , a swg advancer tube, and needle. The catheter was not returned. The needle bevel was capped however, the coil wire was still protruding. The core wire and swg handle were outside the swg advancer tube connected only by unraveled coil wire. Visual examination revealed the guide wire is unraveled from the distal weld. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. Necking of the core wire was observed and the weld appeared full and spherical. The proximal end of the guide wire remained housed within the swg handle. The length from the handle to the tip of the core wire measured 13.1 cm, which is within specification. Based upon the measured length of the broken core wire, no pieces appear to be missing. The outside diameter (od) of the guide wire measured 0.0437 mm which is also within specification. Other remarks: a manual tug test revealed the proximal guide wire was intact within the swg handle. A device history record (DHR) review was performed on the catheterization device and guide wire and no relevant findings were identified. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the 20g arrow catheter uncoiled upon removal from the radial artery. The catheter was intact and easily advanced into the artery. No harm to the patient.